Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed by the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported condition of a leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the transfer set was being changed for the patient, it was found to be leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.